Event description:
Rn starting IV. As soon as there was blood return in catheter, blood comes out of the side of the IV catheter. Upon inspection, there appeared to be a hole in the side of the catheter. FDA safety report ID# (B)(4).